Manufacturer narrative:
It was reported that multiple revision surgeries were required for a patient with an iuni implant. Reason for revisions was not provided. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that multiple revision surgeries were required for a patient with an iuni implant. Reason for revisions was not provided.